Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
Motor leaking.

Manufacturer narrative:
This was investigated via car (B)(4). C450 manual traverse lifts are built with valve-regulated lead-acid batteries (vrla) that are used to power the lift. The batteries consist of lead plates (electrodes) suspended in sulfuric acid (electrolyte). When a cell discharges, the lead and acid react to produce lead sulfate and water. If necessary the valve will open to allow the excess gas to escape. If there is unabsorbed acid in the battery and the charging current is too great, dilute sulfuric acid may also come out of the valve during recharging. Root cause: during the investigation it was determined that due to aging without recharging reduced battery capacity. With lower capacity the charger current input could dilute the sulfuric acid causing it to come out of the valves. Corrective action: implemented maximum age of batteries from supplier of 18 months with re-boosting each 6 months. This ensures batteries were not allowed to sit in a discharged state, thereby reducing the batteries capacity. All batteries to be labeled with date boosted as of september 2016.